Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
The cook pigtail chest drain was placed on a preterm baby. The drain snapped off at the site of the hub away from the patient 5 days later. The drain was clamped with forceps then removed. The patient did not come to any harm as a result of this incident. The reporter states it was the first time they have come across this type of incident. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection reported that 7cm of catheter was returned, the hub was not returned. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of an incompletely returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The cook pigtail chest drain was placed on a preterm baby. The drain snapped off at the site of the hub away from the patient 5 days later. The drain was clamped with forceps then removed. The patient did not come to any harm as a result of this incident. The reporter states it was the first time they have come across this type of incident. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.